Event description:
The customer states the device will not defibrillate. This was discovered during routine testing. No pt involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device involved for eval. The complaint was confirmed and caused by a cable (result code 423) becoming disconnected from its associated connector (result code 435). Once the cable was reseated into the connector, the device operated to specifications. Factory service upgraded, tested, and returned the device to the customer.